Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included, no additional patient information was available.

Event description:
The customer reported falsely decreased alinity I estradiol result on a female patient who undergoing ovulation induction treatment. Results were reported to the medical provider. The following data was provided. Sid (B)(6); initial result 722 pg/ml, repeat results=> 800 pg/ml and 2887 pg/ml after auto dilution. No impact to patient management was reported.

Event description:
The customer reported falsely decreased alinity I estradiol result on a female patient who undergoing ovulation induction treatment. Results were reported to the medical provider. The following data was provided. Sid (B)(6); initial result (B)(6), repeat results=> (B)(6) and (B)(6) after auto dilution. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I estradiol reagent lot 80065ud00 to address the customer¿s observation of falsely depressed results. A review of tracking and trending did identify an increase in complaints for list number 07p50, however, no trends were identified for lot 80065ud00. Lots 80065ud00 and 80075ud00 contain same bulk material. Field data is only available for lots 80075ud00 which will be used herein. The median population result for the complaint lot are within established limits, indicating that the lot are performing acceptably in the field. From the review performed it has been determined that there is sufficient labelling to aid the customer in troubleshooting this issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I estradiol reagent lot 80065ud00.